Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic due to pocket erosion. It was noted that the implantable cardioverter defibrillator (ICD) has eroded from the pocket. The ICD was explanted and replaced. The active leads were capped: right ventricle, left ventricle, and atrial lead. The patient was discharged post procedure.